Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-03883. It was reported that the patient experienced a fall and consequently lost stimulation. The lead had high impedances on all contacts and reprogramming was unable to resolve the issue. Surgical intervention is planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2022-03883. It was reported that surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored.